Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in the fall 2010, the patient was experiencing some small amount of pain in back and severe pain in left leg. The patient underwent x-rays and MRI and then recommended to undergo surgery. On (B)(6) 2010, the patient underwent following procedure:(1) an axialif from l5-s1, and (2) a posterior spinal fusion from l5-s1.the patient was implanted with rhbmp-2/acs. On (B)(6) 2010, the patient admitted to emergency in order to remove scar tissue from the site of his first surgery. On (B)(6) 2011, the patient underwent following procedure:(1) a left-side laminoforaminotomy from l4-l5, and (2) a left-side laminoforaminotomy revision from l5-s1 (¿the second surgery¿). The patient was implanted with rhbmp-2/acs. Post-op, the patient had suffered extreme pain in his back. Also the patient had limited mobility and flexibility.